Event description:
It was reported that the tibial component was revised due to the tka being "problematic". The component was well fixed, but osteolysis was noted upon removal. The catalog number and lot number of the device could not be identified.

Manufacturer narrative:
Investigation in process.